Manufacturer narrative:
It was reported that during procedure the patient experienced heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible that the procedural difficulties to deploy valve at optimal depth may have contributed to heart block; however, this cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The medical and surgical interventions were result of temporary and permanent pacemaker implants to resolve the event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 327mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a horizontal anatomy. Membranous septum was unclear; no left ventricular outflow tract (lvot) calcium was observed. Fluoroscopy was confirmed then a pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, on the initial attempt, the patient experienced a transient complete heart block. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc) after three captures since the vale was unable to be positioned at an optimal depth. Rhythm changed into a bundle branch block. A temporary pacemaker was placed to stabilize the rhythm. On echocardiogram (echo), trace paravalvular leak (pvl) was noted; final mean gradient was 4mmhg. A permanent pacemaker was implanted to resolve this event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
It was reported that during procedure the patient experienced heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible that the procedural difficulties to deploy valve at optimal depth may have contributed to heart block; however, this cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The medical and surgical interventions were result of temporary and permanent pacemaker implants to resolve the event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.